Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained right ventricular oversensing (nsrvo) episodes were observed. Review of the episodes revealed noise on the right ventricular lead. No intervention was performed. The patient was stable and no adverse consequences were reported.